Event description:
The complainant reported that the clinician had placed port vaxcel in a female patient (age unknown) approximately six months previous to this reported event. The placement procedure was reported to have gone fine. In january 2006 the clinicians attempted to access the port septum, but it was reported that they were unable get the needle to fully penetrate the septum. During this procedure the port rotated and the chemotherapy medication leaked from the port septum. The complaint indicated that the patient's wound necrosed and was difficult to heal; consequently, they removed the port and placed another port on the other side of the patient's chest. There was no indication from the complainant of nay continued adverse affect to the patient as a result of this reported problem.